Manufacturer narrative:
E; (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that an alarm did not sound when it occurred. The customer stated that the patient disconnect alarm did not sound when the circuit was released during a periodical device check. The device continued to operate when the issue was observed. An authorized service provider (asp) evaluated the device at a repair center. The asp was unable to duplicate the issue alleged by the customer, and no other abnormalities were found during the inspection. The asp completed a cleaning, running tests, and function tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.